Event description:
(B)(4). Initial report: this case was reported by a physician via a rep of (B)(4) and involves a female pt. She suffered from granuloma (location: area of red of the lips) after treatment with poly-l-lactic acid (sculptra). Treatment with poly-l-lactic acid had been performed in 2006; granuloma occurred in (B)(6) 2006/(B)(6) 2007. Corrective treatment included cortisone. Outcome: unk. Add'l info received on (B)(6) 2008. Adendum provided by physician: this case involves a (B)(6), female pt. On (B)(6) 2006, the pt had been treated with 1 x 5 ml poly-l-lactic acid (sculptra, location: perioral folds) for cosmetic injection/treatment of folds. On (B)(6) 2006, the pt suffered from formation of nodules, outcome: ongoing/no change. The physician assessed the causal relationship between the reported event and treatment with poly-l-lactic acid as "probable".

Manufacturer narrative:
(B)(6): assessment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable; conclusion: no faults detectable.